Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 111,991 joules during a prostate procedure. The procedure was completed by turp. No patient injury was reported.

Manufacturer narrative:
(B)(4). The manufacturer assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical I design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber cap remains intact and attached and drilled through; exhibits detritus, char, devitrification, and melted glass. Cap condition would result in reduced vaporization efficiency. This may cause forward firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.